Event description:
The customer's father stated that the customer was hospitalized four times due to hyperglycemia. The customer's father stated that the customer has a urinary tract infection, and is being checked for other infections as well. The customer's father also stated that the customer has gained a considerable amount of weight recently, and is still using the same type of infusion set. It was advised that the customer may need to try a different type of infusion set due to the weight gain. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.